Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) as the lead was found out to be dislodge. The patient was hospitalized and received antibiotics intravenously. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery and additional intervention required as the patient was given antibiotics intravenously. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. However, microscopic inspections revealed that the lead body was twisted. Laboratory analysis confirmed reported allegation.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) as the lead was found out to be dislodge. The patient was hospitalized and received antibiotics intravenously. This lead was explanted. No additional adverse patient effects were reported.